Manufacturer narrative:
H3: the pump was returned and analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving morphine 12 mg/ml for a total dose of 4.571 mg/day and bupivacaine 10 mg/ml for a total dose of 3.807 mg/day via an implantable pump for no known indication for use. It was reported the patient called the rep stating that they heard the pump alarming. The patient was not sure if it was a single tone alarm or a two town alarm. No environmental factors were reported. No diagnostics were performed. No interventions were taken. The patient was educated on what each alarm meant and instructed if the alarm was a two tone alarm to seek medical attention immediately especially if experiencing withdrawal type symptoms. The patient was educated on what type of symptoms to watch for. The patient indicated they currently had the flu so some symptoms might be hard to distinguish from. The patient was instructed to contact their managing healthcare professional (hcp) first thing monday ((B)(6) 2018) morning. No surgical intervention occurred and surgical intervention was planned. It was noted that the issue was not resolved at time of event and the patient's status at time of event was alive- no injury. The patient's weight was asked and was unknown and the patient's medical history was asked and will not be made available. The event date was (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from a manufacturer's representative (rep). It was reported that the logs showed motor stalls beginning on (B)(6) 2018 and intermittent stalls and recoveries up until (B)(6) 2018 where the last stall had not recovered. There was a stopped pump may exceed tube set message seen on (B)(6) 2018. A pump replacement was planned, but had not been scheduled. The pump was put in minimum rate. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was no cause determined for the motor stalls. The patient was scheduled for a pump replacement on (B)(6) 2018. The patient's weight was reported as (B)(6). No further complications were anticipated/reported.